Event description:
A clinic manager (cm) submitted a fax to (B)(6) product complaints on 03/25/2026 reporting an issue with a tego connector. The cm stated that while attempting to draw laboratory samples, blood flow could not be achieved. Upon removal of the vacutainer, the silicone component of the tego was observed to be loose. The tego was replaced, and upon initiation of treatment, the arterial pressure was noted to be elevated. The reporter stated that the tego connector was replaced a total of three times before one was successfully applied that allowed treatment to proceed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).